Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that flex vision display wasn¿t functioning. Upon troubleshooting, fse found that mini-dp to dp converter power jam; so there was improper or loose cable connections to the flexvision pc. To resolve this issue, fse reseated x30 and x31 cables and performed main power reboot. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system flex vision screen had no display. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.